Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range prior to the event. There were no errors related to the event in the instrument log. A water test was performed, and the test recovery was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the photo-multiplier tube shuttle. The cause of the discordant, falsely low thyroglobulin results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low thyroglobulin results were obtained on two samples on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low thyroglobulin results.